Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a complex laa with a bi-lobe configuration and a large anterior lobe. A watchman truseal double curve access system was attempted to be used; however, it ended up in the smaller posterior lobe. They switched to a watchman truseal anterior curve access system which was able to access the large anterior lobe. However, as they accessed the laa, a small kink was noted proximal to the 33mm marker band. The physician decided to continue the procedure. A 27mm watchman laa closure device and delivery system was able to easily pass the kink and the closure device was implanted successfully. There was no adverse effect on the patient. The patient was stable the entire procedure.